Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy and premature deployment was not confirmed as the stent was already deployed. It is likely that the distal sheath was kinked or entrapped in the vessel causing resistance with the thumbwheel and deployment issue. Additionally, it is likely that the stent was partially deployed resulting in premature deployment at the puncture site during removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 7.0 x 100 mm absolute pro referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the tortuous, calcified, mid external iliac artery. A 7.0 x 100 mm absolute pro stent delivery system (sds) was advanced to the lesion. The lock mechanism was unlocked and resistance was felt while attempting to turn the thumbwheel to deploy the stent implant; therefore, the stent was not deployed at the lesion. During removal of the sds from the anatomy, the stent deployed partially sticking out of the puncture site and the stent could be easily removed from the anatomy. A new 7.0 x 100 mm absolute pro sds was then advanced to the lesion, the lock mechanism was unlocked and resistance was felt while attempting to turn the thumbwheel to deploy the stent implant. Therefore, the stent was not deployed at the lesion. During removal of the new sds from the anatomy, the stent deployed near the puncture site and a cut down procedure at the puncture site was needed to remove the stent from the anatomy. A non-abbott stent implant was successfully deployed to complete the procedure. No additional information was provided.